Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported a properly seated lancet protrudes from the end of her softclix device. No injury reported. Lancet device replaced and expected to be returned.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.